Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that it didn't seem to be working. Patient services asked them what didn't seem to be working - the therapy was not helping their symptoms. Patient thought they needed to replace the communicator. Patient was not able to get the handset and communicator to connect to their stimulator. They were getting message " device not responding". Patient services walked through trouble shooting and confirmed there was no electrical magnetic interference, and the communicator was not plugged into charging cord. Blue light on communicator was solid blue. Confirmed using the correct application. Patient services suggested patient sit and lean forward. Communicator was vertical and blue side against skin. Patient said, they could feel the stimulator but not the whole thing. They thought it might be tilted. Patient was not able to get handset and communicator to connect to stimulator. They said, they were at the hospital 6-7 or months ago and met a young associate. They said, they were trying to get the handset and communicator to work and they thought they did for a moment. It was on a friday and the patient said they would just call in and try to get it to work. Patient services suggested patient follow up with healthcare provider (hcp). The patient called back on (B)(6) 2022 and referenced (B)(4) stating they were sent a new phone (handset) because their "new one wasn't charging" and they were following the instructions that were sent along with the handset however they weren't able to connect to their ins. Patient services walked the patient through taking the steps that were previously taken with the patient on (B)(6) 2022 and the patient still got the device not responding message. When discussing the potential of the ins being slightly tilted, a person in the background with the patient stated that the ins would lie flat if they pressed it down enough. The patient was never able to connect to the ins so they were redirected to follow up with their managing health care provider (hcp) to check the implanted system. The patient stated they would reach out to their hcp.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.